Event description:
A falsely elevated ctni result of 0.6 ng/ml was obtained on a sample from a patient. The result was not reported to the physician. The specimen was retested and a result of 0.1 and 0.02 ng/ml were obtained. The erroneous result was not reported to the physician. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. No add'l info was provided to identify a potential cause.

Manufacturer narrative:
Unable to determine potential cause of malfunction.